Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that with their new pump they got new external equipment, and they were having difficulties connecting to the pump. The patient stated that they used to have a different style remote. Per the patient, they were never really taught how to use it, and they had bad memory, so it took them 3-4 times of hearing something to remember all of it, so they didn¿t know if it was them or the pump that was causing the difficulties connecting. The patient stated that the screen said, 'not connected to the pump or not found or something like that, I don't know the exact words.' The patient stated they spend half their time trying to move the communicator around the pump, and stated, 'I hold it over the pump, and it doesn't do it, so I have to move it around,' and then stated, 'it finally connects to 90% and then sits there - it takes a while to move again.' The patient also stated that it took the equipment awhile to charge (2-3 hours) which was longer than they thought. The patient said that they closed out of the myptm app after each use as instructed previously to assist with handset battery levels, as their battery would go down in a few hours. During the call, the agent assisted the patient in connecting to the pump and the patient had a brief delay at 90% but was able to request/receive a bolus on call. The patient mentioned briefly seeing 'no pump response,' and stated they were moving the communicator around the pump. The agent reviewed general use, but the patient stated they have to move it around the pump, or it won't connect. It was noted that patient manuals were sent to the patient.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.